Event description:
A report was received that the patient had issues with charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had issues with charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement. The patient was doing well postoperatively. The physician did not suspect device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date received by manufacturer: (B)(4) 2014.

Event description:
A report was received that the patient had issues with charging the ipg. The patient will undergo an ipg replacement procedure.